Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient turned their therapy off about a week or 10 days ago because about a week or so before that they felt shocking down their leg. The patient stated it felt like they stuck their finger into an electrical socket. The patient called their manufacturer representatives (rep) and they turned the therapy off and told the patient to leave it off for a while and then try it again. The patient was assisted with connecting to their implant and activating MRI mode. Additional information was received from the manufacturer representative (rep). The rep reported that the patient spoke with a rep on (B)(6) 2025. The patient's stimulation was adjusted, and they were happy with the outcome.

Event description:
Additional information was received from the manufacturer representative (rep). The rep reported that the patient spoke with a rep on (B)(6) 2025. The patient's stimulation was adjusted, and they were happy with the outcome. (B)(6) (con): additional information was received from the patient. They reported that they were having a shock down their leg like they stuck their finger in a socket so they turned it off. They left it off for their MRI. The patient turned the device back on and changed the program and it seems to be doing all better.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.